Manufacturer narrative:
Failure analysis revealed the insulin pump had cracked reservoir tube lip, cracked display window, minor scratches on the display window and cracked case near display window corners. No button error alarms noted. No button response due to corroded keypad traces.

Event description:
It was reported that the customer's insulin pump alarmed button error. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).